Event description:
This is the third of three reports (same product ID, same user facility, same product problem). Linked to mfg reports: 3006697299-2016-00193 and 3006697299-2016-00203. The c6623 cusa nosecone was not working properly. The incident happened during surgery and the surgery time was increased for a few minutes while another nose-cone was exchanged. There was no patient injury or death alleged. The surgeon was able to resume the procedure once it was exchanged.

Manufacturer narrative:
Investigation completed 2/21/2017. -DHR review. -trend review. -failure analysis. DHR review: device history record (DHR) of manufacturing lot 1163069 of cusa 23khz cem nosecone was reviewed. No anomalies were reported during the packaging process of this lot that could be related to the reported condition. Trend review: review of the complaint system since october 2014 to october 2016 indicate there have been five (5) complaints (including the two being investigated) reported related to the reported condition in the cusa nosecone family. Approximately (B)(4) units of cusa nosecone products have been shipped for sales purposes from october 2014 to october 2016, resulting in a complaint occurrence rate of approximately (B)(4). Failure analysis: the evaluation verified the complaint as valid; the corrosion present on the cem nosecone is consistent with repeated use of the cem. When repetitive heating and cooling occurs beyond the recommended for use of the product, corrosion may form rendering the button non-functional. The cusa excel cem nosecones are "single use" devices. A corrective action for cem nosecone failures was implemented through CAPA; a new pcb manufacturing procedure was implemented to change the flux from halogenated type to non-halogenated type to remove occurrences of flu residue causing the cem nosecone to fail. A destructive evaluation of the cem nosecone assembly verified the corrosion on the contact surfaces. In addition, the printed circuit board was examined and confirmed as being pre-CAPA. Conclusion: the evaluation can be closed; the evaluation verified the complaint as valid; the cause was verified as corrosion build-up on the contact surfaces rendering the cem nosecone button non-functional.